Event description:
A report of difficulty charging due to the patient losing weight was received. The physician relocated the ipg to a new pocket site and placed the device deeper in the pocket. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.